Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the slitter got stuck on the catheter and the physician was unable to complete slitting the catheter. The slitter was removed and replaced with a new, adjustable slitter that was used successfully. No patient complications have been reported as a result of this event.